Event description:
On 10/20/2022, it was reported by a sales representative via sems that (2) abs-10010s double syringe system. This occurred on (B)(6) 2022 during an unknown procedure, when the syringes came apart and blood spilled everywhere. The prp did not separate properly. No additional information was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.